Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer dropped the pump and subsequently, the pump unexpectedly reset. In addition, the customer reported that for the past 2 weeks the wake button does not bring up the screen when pressed. Customer reported blood glucose (bg) level was 240 (mg/dl). A manual injection was administered. Reportedly, the customer began using manual injections as insulin therapy following the reset on (B)(6) 2016.